Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the screen of the device broke. Another handle was used. There was no patient involvement.